Manufacturer narrative:
The reported glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to reproduce the reported image issue. When the verathon technical service representative connected the returned monitor to known, good, test verathon equipment, the monitor's functionality was normal. They were unable to verify the reported freezing image issue. The camera image quality test was performed and passed for the glidescope core 10-inch monitor. The glidescope bflex 5.8 single-use bronchoscope used in the reported procedure with the glidescope core 10-inch monitor was not made available for evaluation by the customer as it was disposed of after its use. The glidescope core quickconnect cable used to connect the glidescope core 10-inch monitor and glidescope bflex 5.8 single-use bronchoscope during the procedure was also not made available for evaluation. Several attempts to contact the customer were made by the manufacturer to get the glidescope core quickconnect cable returned for evaluation, but no further response was received from the customer about the return of their glidescope core quickconnect cable. At this time corrective action is not required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a bronchoscopy procedure, using a glidescope core 10-inch monitor, connected to a glidescope core quickconnect cable and glidescope bflex 5.8 single-use bronchoscope, the image on the monitor screen froze. The procedure was completed using a different manufacturer bronchoscope device, which was made available in an unspecified amount of time. No harm to the patient was reported. After the procedure was finished, the customer confirmed the glidescope bflex 5.8 single-use bronchoscope used in the procedure was not retained and was disposed of after its use.